Event description:
The facility reports two carers were transferring the pt from the wheelchair to the commode. The staff had raised the pt approximately 6-8 inches off the chair when a noise was heared. Before they could react. The pt slipped through the sling and bounced off the chair seat and onto the floor, hitting their head on both the chair and floor. The pt was sent to the hospital to be assessed and was found to have a bruise to the back of the head.